Manufacturer narrative:
The staff member attended the emergency department and was kept in overnight. She is being treated by her doctor and is currently on a sick leave.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site.

Event description:
On (B)(6) 2020 getinge became aware of an issue with 91-series washer disinfector. As it was stated, staff member had injured herself while removing the cart from washer and sustained vertebra t7 crush fracture.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. There is a correction of the field 'manufacture date' (h4) due to the review of the documents provided by the manufacturing site: previous date: 08/28/2014; corrected date: 08/19/2014.

Event description:
Manufacturer reference number (B)(6).

Manufacturer narrative:
From the information collected to the date, we know that the guide rails intended to guide the movement of cart were out of alignment. The same issue was discovered on the device by the getinge technician on the previous visit. During that visit before the event, the getinge technician corrected the rail and instructed the staff member to follow the instructions about installation and alignment of the part given in the installation manual of the device. He also showed the staff member how to properly adjust the part. Unfortunately after the event, the same part was found reinstalled incorrectly and the fact was established as a root cause of cart blocking. It was not established who from the facility staff could perform the alignment work on the device. The fact that contributed to the unfortunate accident was concluded most likely as facility technician error. The device did not meet its specification however, in the time the event occurred, it was not being used for patient treatment or diagnosis. After the event occurrence, the getinge technician organized the meeting and one more time instructed all the staff how to handle the device properly. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action related to the device at this time.

Event description:
Manufacturer reference number (B)(6) .